Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the back of the insulin pump fell off during prime. Customer experienced high blood glucose of 425 mg/dl; treated with manual injections. Based on the information provided, seems like the customer's mother was saying that the drive support is sticking out. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.